Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient saw sparks flying out of the communicator. The communicator was not functioning. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated.